Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore, an evaluation of the device performance was not possible. The instructions for use that accompany the device indicate to use the lumbar catheter strain relief, which is designed to fit securely over a luerlock connector. The strain relief is used to provide support to and lessen the potential of catheter kinking at the luerlock connector junction. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery via medwatch report #330140-2015-15 that clear drainage was observed from the connection of the lumbar catheter. According to the report, a perforation was found at the connection of the lumbar catheter to the plastic luer adapter. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.